Manufacturer narrative:
Per the case notes, it was reported that the hypo event occurred after the system retired the sensor due to msp. Since the system retired the sensor, no sensor readings were displayed and therefore no alerts were asserted. This is per design. There is no further investigation needed at this time.

Event description:
On january 28th 2021, senseonics was made aware of an adverse event where user experienced hypoglycemia after the stopped working.